Manufacturer narrative:
(B)(4). Investigation summary no product associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision surgery was performed on (B)(6) 2018 due to the tibial tray was sank (date of primary surgery was unknown). It was reported that the surgeon found the surgical site infection during the revision surgery. The surgeon implanted the cement spacer mold (another manufacturer¿s, p/n and lot number were unknown). No further information was provided by the hospital.